Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had a hernia. A follow up call was made to the nurse who reported that the patient had an inguinal hernia which has worsened with manifestations of nausea and vomiting in the beginning of april 2017. The patient started using hernia belt, as a result of an inguinal hernia and scheduled for hernia repair. The specific date of the hernia worsening was not available. Additional information has been solicited.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty cycler and the development of the hernia requiring corrective surgery. There is a possible association between the episode of inguinal hernia and the increase in intra-abdominal pressure that occurs during the normal course of peritoneal dialysis therapy/ ccpd therapy. This patient has attempted a non-surgical approach to hernia repair with use of a hernia belt but requires surgical intervention at this time. The actual device was received for evaluation. Exterior visual inspection showed no signs of physical damage. The simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed drain and fill volume values were within the tolerances. The valve actuation, system air leak and patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. A DHR search found no related items.